Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds); was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were damaged, distorted and stretched out over the distal markerband and device tip. A snap gauge was used to measure the crimped stent od at the undamaged proximal portion which was 0.0400". The product stent protector was not returned for analysis. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found several outer kinks across the length of the extrusion. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x32 synergy drug-eluting stent was selected to treat the lesion. However during unpacking, it was noted that the stent was not well crimped on the delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x32 synergy¿ drug-eluting stent was selected to treat the lesion. However during unpacking, it was noted that the stent was not well crimped on the delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.